Event description:
Post placement of an acumed acu-loc vdr plate, the physician alleged that the patient experienced fpl tendon rupture. The patient refused to have the plate removed even though the doctor recommended the plate be removed. It is unknown if the patient had the plate removed.

Event description:
Post placement of an acumed acu-loc vdr plate, the patient experienced fpl tendon rupture. Therefore, the plate was removed.

Manufacturer narrative:
Device not returned.